Event description:
It was reported the colonovideoscope had a black stain in the channel. The issue occurred out of the box, at the inital receipt inspection of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be definitively identified. However, it is presumed that the black foreign material was molykote. The following explains the suspected cause of molykote adherence: the manufacturing business center (mbc) used molykote for the bending section and insertion tube stuffing during manufacturing. This material adhered to the surface of the cored bar and then moved to the inner wall of the biopsy channel. Olympus will continue to monitor field performance for this device.